Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. An invasive procedure was performed. Upon opening the pocket, the lead appeared to be fracture under the clavicle. This lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.